Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product has found the tamper seal has lifted from the carton. This does not affect the sterility of the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is conforming to specification. Evaluation of the product identified adhesive transfer of the tamper seal, which indicates the label was correctly applied during manufacturing, therefore, the root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02429.

Event description:
It was reported that the customer received two items with broken seals. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.